Event description:
Pigtail catheter inserted into left ventricle. Physician noted unusual bend on catheter. Physician attempts to pull catheter back, but tip of catheter dislodges from the shaft in the right iliac artery.